Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: tear in the seam, causing the device to deflate.

Event description:
Healthcare professional reported unknown side tear in the seam, causing the device to deflate. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the edge of the insert to shell bond side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: white particles in device inner surface are observed. Wear abrasion is observed. Additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported unknown side tear in the seam, causing the device to deflate. Device was explanted.

Event description:
Healthcare professional reported unknown side tear in the seam, causing the device to deflate. Device was explanted.